Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was fraying with wires exposed. The customer stopped using this usb cable as a result of the damage. The pump was able to be successfully charged using a different usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.